Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth of the implanted fixture. Subsequently, a small incision was made to access the fixture and a new abutment was placed (date not reported). The implanted device remains.